Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed the following day. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 30mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of 3.50x38mm promus premier stent. Following post dilatation residual stenosis was 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, post index procedure, the patient presented with angina. The subject was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina. Five days later, the event was considered to be recovered and resolved and the subject was discharged on the same day.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed the following day. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 30mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of 3.50x38mm promus premier stent. Following post dilatation residual stenosis was 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, post index procedure, the patient presented with angina. The subject was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina. Five days later, the event was considered to be recovered and resolved and the subject was discharged on the same day. It was previously reported that in april the subject was discharged, however, staged procedure was performed eight days after. Target lesion 1 was located in the mid right coronary artery (rca) extending up to distal rca with 90% stenosis and was 50 mm long, with a reference vessel diameter of 4.0mm. Target lesion was treated with pre-dilation and placement of a 3.50 mmx24mm and 4.00mmx32mm promus premier china registry stents. Following post dilatation was performed with 0% residual stenosis. Four days later, the subject was discharged with same medications. The event was treated medically and no other action was taken. It was further reported that in (B)(6) 2021, percutaneous transluminal coronary angiography (ptca) was performed to treat the event and was also medically treated. The subject was discharged on aspirin and ticagrelor.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed the following day. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 30mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of 3.50x38mm promus premier stent. Following post dilatation residual stenosis was 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, post index procedure, the patient presented with angina. The subject was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina. Five days later, the event was considered to be recovered and resolved and the subject was discharged on the same day. It was previously reported that in april the subject was discharged, however, staged procedure was performed eight days after. Target lesion 1 was located in the mid right coronary artery (rca) extending up to distal rca with 90% stenosis and was 50 mm long, with a reference vessel diameter of 4.0mm. Target lesion was treated with pre-dilation and placement of a 3.50 mmx24mm and 4.00mmx32mm promus premier china registry stents. Following post dilatation was performed with 0% residual stenosis. Four days later, the subject was discharged with same medications. The event was treated medically and no other action was taken.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed the following day. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 30mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of 3.50x38mm promus premier stent. Following post dilatation residual stenosis was 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, post index procedure, the patient presented with angina. The subject was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina. Five days later, the event was considered to be recovered and resolved and the subject was discharged on the same day. It was previously reported that in april the subject was discharged, however, staged procedure was performed eight days after. Target lesion 1 was located in the mid right coronary artery (rca) extending up to distal rca with 90% stenosis and was 50 mm long, with a reference vessel diameter of 4.0mm. Target lesion was treated with pre-dilation and placement of a 3.50 mmx24mm and 4.00mmx32mm promus premier china registry stents. Following post dilatation was performed with 0% residual stenosis. Four days later, the subject was discharged with same medications. The event was treated medically and no other action was taken. It was further reported that in (B)(6) 2021, percutaneous transluminal coronary angiography (ptca) was performed to treat the event and was also medically treated. The subject was discharged on aspirin and ticagrelor. It was further reported that in (B)(6) 2021, coronary angiography revealed 95% proximal stenosis in lad and was treated with percutaneous coronary intervention- target vessel revascularization (pci-tvr). Post intervention, residual stenosis was 0%.